Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged between 250 mg/dl and 583 mg/dl. Customer was hospitalized with ketones and bg level was addressed by delivering a bolus and an insulin drip. Customer changed pump supplies to resolve occlusion issue. Customer's bg level was 460-480 mg/dl upon leaving the hospital.